Event description:
It was reported that the console is having aiming beam issue and it is not centered with microscope light source. The system was restarted to verify the issue, but the issue still persisted. There was no patient involved.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The console or components were not returned for analysis. However, this console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the problem was the aiming beam, it was not centre with microscope light source. Therefore, the reported event was confirmed. After the field service engineer performed the micromanipulator alignment and aiming beam adjustment, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the console is having aiming beam issue and it is not centered with microscope light source. The system was restarted to verify the issue, but the issue still persisted. There was no patient involved.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.